Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced abdominal pain. The ipp was explanted and replaced with an ambicor penile prosthesis (app). No further patient complications reported.